Event description:
Boston scientific received information that during an implant procedure, the physician had difficulty placing this right atrial (ra) lead and a lead dislodgement was noted. The patient was also in atrial fibrillation (af) and when converted, low sensing and loss of capture (loc) were observed; however, there was no greater than two seconds of asystole. Subsequently a revision procedure was performed wherein the lead was successfully explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.